Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the power tray. The system was tested and verified as ready for use. Isi did receive the power tray to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs. During visual inspection, fa found no issue related to the reported event. The power tray was installed in the golden system; the board voltage was checked and everything operating within range and programed successfully. The golden system was set to run 10 power cycles and sat idle for one hour. Once testing was completed, the system error logs were inspected, but no error could be identified. The probable root cause is attributed to faulty electrical component inside the power tray.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the customer called in with a non-recoverable 86 error on the vision side cart (vsc). An intuitive surgical, inc. (Isi) technical support engineer (tse) had site do a hard restart of the vsc, but the error came back. The procedure was aborted with no patient involved with the procedure.